Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection with methicillin-resistant staphylococcus aureus (mrsa) and was part of the system revision. There were no additional adverse patient effects reported. The rv lead was explanted.